Event description:
The sales rep reports that during a laparoscopic cholecystectomy procedure, the universal seal would not stay fastened. They pulled a new trocar. There was no patient consequence. One device will be returned.